Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ¿improper infusion¿ occurred during the use of novum iq large volume pump (lvp). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: e1: initial reporter address. Additional information: d5, f10/h6: component codes, h6, h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.